Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced incontinence, acute cystitis, pelvic fullness, recurrent urinary tract infections, urgency, frequency, and urinary retention. Furthermore, it was reported that the plaintiff died. The cause of death was reported as respiratory failure, multi-organ failure and peritonitis.

Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014 under exemption (B)(4). Lawyer-filed report.